Event description:
Upon additional review of source documents, it was determined that the recharging antenna was damaged and that is the reason that it was replaced. The manufacturer representative had met with the patient on (B)(6) 2016; however a sensor adjustment/activation was the only thing that was performed and the manufacturer representative was not aware of the poor coupling and implantable neurostimulator recharger taking too long to charge.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger; product ID 97754, serial # (B)(4), product type recharger.

Event description:
A consumer reported recharging was taking too long. Last night she was only getting 2 coupling boxes and was up all night recharging and her implantable neurostimulator (ins) did not increase at all. The consumer¿s therapy was at very high settings and she needed to charge every day. While troubleshooting, the consumer saw the poor coupling screen on the recharger (insr), but was not able to resolve the issue. She was able to communicate with the ins using another external device. She stated the ins felt like it was sitting in the pocket at an angle. A new charging antenna was going to be sent to the consumer. If that did not resolve the issue, the consumer was to contact her doctor¿s office. Additional information received from the consumer reported receipt of the new antenna; however, still had poor coupling difficulties, she was getting no coupling bars. She realized after feeling around her ins that it was not sitting at an angle; however, she had lost 4 pounds or more and weighed 101 lbs and was 5¿3¿. The consumer did not have any falls or trauma, but did exercise in a pool. There were no visible symptoms to the ins site. The consumer requested assistance again, troubleshooting was performed, and the consumer was able to get 2 coupling bars. The consumer was going to continue to charge and contact her doctor¿s office. Information received from a manufacturer representative reported the consumer needed her recharger to be replaced and he noted having never seen an ins that drained so fast. Troubleshooting reviewed hd versus non-hd programming. The representative indicated he had the consumer change to a non-hd program and charged all night long with only 2 bars. A new recharger was requested. Additional information from the consumer reported that her charger was still not working and just noticed that the recharger was not charging. She saw the plug on the screen, but it did not look like it was incrementing. She had it plugged in all night. No issues with the connector pin were noted. Further information received from the consumer reported not getting 8 coupling bars and receiving a replacement recharger. The consumer switched from group a to group c and confirmed adaptivestim (as) was enabled, but all her positions were in the laying down position. She wanted to get as working because she felt stimulation too high earlier today and had to manually decrease it. Reviewed how to, but the orientation would not change. The consumer noted she was meeting with a representative next week. The consumer was assisted in switching back from group c to a. Indication for use included spinal pain and lumbar radiculopathy.

Manufacturer narrative:
Other applicable components are: product ID 37791, serial# unknown, product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 37791, serial# unknown, product type: recharger; product ID 97754, serial# (B)(4), product type: recharger.

Event description:
It was reported by the patient that they had poor coupling; they could only get 2 bars. This had happened before and a new charger and antenna seemed to have fixed the issue until yesterday ((B)(6) 2016) when they were unable to get good coupling. The patient reported that their implantable neurostimulator (ins) was in their bottom and they were therefore unable to use the recharging belt. The patient saw the reposition antenna and poor coupling screens. An antenna locate was performed but did not resolve the issue. It was reported that the antenna was damaged and a replacement was requested. The reported information was re-reported by a manufacturer representative who stated that the patient had called them reporting that they had previously been able to get 8 coupling bars but were now only getting 2 bars. The patient called back on (B)(6) 2016 stating that they had not received the new antenna and that in the past an antenna had not resolved the previous issue; therefore, the patient was now requested a new implantable neurostimulator recharger (insr) as they were concerned that it was not the antenna causing the issues. . The patient also clarified that the ins was in a hard to reach area. Another manufacturer representative met with the patient on (B)(6) 2016. An antenna locate was performed with the baseline of 80 and they were able to get it up to 98-100. The result was still only 2 bars. The battery was reported to be mobile in the pocket. The patient had not had a fall or trauma and the ins had this movement since implant but now it was moving at least the length of the implant. Another implantable neurostimulator recharger (insr) was used to check coupling but still only got 2 bars. The ins did not appear to be deep per the manufacturer representative and was parallel to the skin surface. The manufacturer representative also reported on the (B)(6) 2016 that the patient had discomfort while charging because the patient was feeling hot at the pocket area while charging. The patient did not see the thermometer icon while charging. The patient charged with a pillow propped up against it. The pillow was being used because the patient had a previous issue of poor coupling and they were trying to obtain the best communication by propping it up with a pillow.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient's device was revised. There was an ins in pocket issue. The revision took place on (B)(6) 2016. The patient recovered completely. The ins was flipped in the pocket. The reason the ins was revised was the poor communication. The ins was not originally anchored in the pocket. The patient thought that their ins was turning itself off, but it was found that they had seen the poor communication screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.